Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and the patient received an inappropriate shock during a cautery procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and the patient received an inappropriate shock during a cautery procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.